Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported difficult to remove and failure to advance could not be tested as they were based on operational context. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the physician advanced the guide wire against resistance. It should be noted that the electronic instructions for use (eifu), high torque command 18, guide wire, (warning section), states: ¿carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Use the most suitable guide wire for the lesion being treated. Do not push, auger, withdraw, or torque a guide wire that meets excessive resistance.¿ in this case, it is likely that the IFU violation contributed to the reported separation. It was reported that force was used to remove the guide wire from the anatomy. It should be noted that the electronic instructions for use (eifu), high torque command 18, guide wire, (warning section) states: ¿carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Use the most suitable guide wire for the lesion being treated. Do not push, auger, withdraw, or torque a guide wire that meets excessive resistance.¿ in this case, it is unknown if the IFU violation contributed to the reported difficulties; therefore, this deviation will not be addressed in the follow-up letter. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. In this case, it is likely that the guide wire interacted with the patient¿s heavily calcified and mildly tortuous lesion during advancement, as resistance was noted, resulting in the reported failure to advance. Additionally, it was reported that the guide wire was advanced against the encountered resistance, likely contributing to the damaged core and polymer coating noted during return analysis. The noted core and polymer damage may have impacted the wires integrity and maneuverability, resulting in the reported resistance during removal and subsequent core separation. Furthermore, it was reported that the separated portion of the guide wire was embedded in a vessel. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the peroneal artery with heavy calcification and mild tortuosity. The hi-torque (ht) command 18 guide wire separated while attempting to cross the lesion. The separation was 10cm from the distal end. The proximal section of the guide wire was removed from the anatomy. The artery was unable to be crossed despite additional attempts both antegrade and retrograde with command 18 guide wires. There was no clinically significant delay in the procedure. Subsequent to the initially filed tga report, the following information was provided: the hi-torque (ht) command 18 guide wire had resistance with the anatomy during advancement and failed to cross the lesion. There was resistance with the anatomy during removal and slight force was applied. The distal section remained embedded in subintimal space within the peroneal artery that was totally occluded. Three to four additional ht command 18 guide wires failed to cross due to the anatomy and there were no other issues noted. There was no adverse patient sequela. No additional information was provided.

Event description:
It was reported that the procedure was to treat a lesion in the peroneal artery with heavy calcification and mild tortuosity. The hi-torque (ht) command 18 guide wire had resistance with the anatomy during advancement and failed to cross the lesion. The guide wire separated while attempting to cross the lesion and the separation was 10cm from the distal end. The proximal section of the guide wire was removed from the anatomy. There was resistance with the anatomy during removal and slight force was applied. The distal section remained embedded in subintimal space within the peroneal artery that was totally occluded. The artery was unable to be crossed despite additional attempts both antegrade and retrograde with command 18 guide wires. Three to four additional ht command 18 guide wires failed to cross due to the anatomy and there were no other issues noted. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Medical device problem code 2017- excessive force. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.